Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("very heavy bleeding") in a 38-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for abnormal bleeding: oral contraceptive from 2003 to (B)(6) 2010; for an unreported indication: norplant from (B)(6) 2010 to (B)(6) 2012. Past adverse reactions to the above products included genital haemorrhage with norplant. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a hysterectomy bilateral salpingectomies) and surgery (endometrial biopsy, novasure endometrial, ablation/hysteroscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the headache and nausea had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: successful and my tubes were occluded. (B)(6) 2012 -transvaginal pelvic ultrasound report - impression: 1.3-cm mass in the anterior uterine wall is consistent with a uterine leiomyoma. Uterine wall echogenicity is somewhat heterogeneous which could indicate presence of some smaller ill-defined fibroids. Small complex cyst is identified in the left ovary. This is likely a physiologic cyst. Ovarian carcinoma is less likely. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("very heavy bleeding") in a 38-year-old female patient who had essure (batch no. 809009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), fatigue ("fatigue") and headache ("headaches"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches") and nausea ("nausea"). The patient was treated with surgery (underwent a hysterectomy bilateral salpingectomies) and surgery (endometrial biopsy, novasure endometrial, ablation/hysteroscopy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved and the headache and nausea had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: successful (B)(6) 2012 -transvaginal pelvic ultrasound report - impression: 1.3-cm mass in the anterior uterine wall is consistent with a uterine leiomyoma. Uterine wall echogenicity is somewhat heterogeneous which could indicate presence of some smaller ill-defined fibroids. Small complex cyst is identified in the left ovary. This is likely a physiologic cyst. Ovarian carcinoma is less likely. Most recent follow-up information incorporated above includes: on 5-mar-2018: pfs and medical record received : lot number, reporter information, patient details, lab data, product information, events- pain, fatigue, headaches, nausea were added from pfs. Event "very heavy bleeding" was added from mr. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: beginning on or about (B)(6) 2012, patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.